Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient reported on (B)(6) 2017 that the stimulation was no longer covering her pain and decreased pain relief. The patient was scheduled for a reprogramming session and the device was reprogrammed on (B)(6) 2017. The event resolved without sequelae. The event was related to the device or therapy, not related to the implant procedure and not due to programming. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. Patient's baseline weight was reported. It was also reported that there were not any contributing factors identified and documented regarding this event.